Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen gender solution femoral component, catalog#: 00575001401 lot#: 62134275. Nexgen stemmed tibial component, catalog#: 00598003702 lot#: 62126939. Persona all polyethylene patella, catalog#: 42540200032 lot#: 63080070. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00025, 0002648920-2018-00044, 0002648920-2018-00045, 0001822565-2018-00363.

Event description:
It is reported that after a knee arthroplasty the patient experienced pain, limited mobility, and warm to touch knee. The patient underwent a surgery to treat a neuroma excision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not revised. Reported event was confirmed by review of the provided op notes. The complaint is confirmed as provided information prove revision surgery. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.